Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. The arm was installed and configured on an internal test system and axis it failed the slow sweep test. The axis 1 brake was replaced as a precaution. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that after completing a da vinci hysterectomy procedure, the patient side manipulator (psm) was found to have a broken cosmetic cover. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced to correct the customer reported problem. During internal failure analysis investigation, the psm arm failed the 'slow sweep' test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.